Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that intermittent occlusions occurred, and customer was hospitalized due to elevated blood glucose (bg) levels reaching over 500 mg/dl and diabetic ketoacidosis. Customer was treated with intravenous insulin, fluids, and potassium. Customer was released from the hospital 4 days later. Customer declined to perform troubleshooting with tandem technical support.